Event description:
Pulmonetic systems, inc. Received a call from a representative of facility on 12/6/02. The representative reported the following problem: when in pressure mode, peak inspiratory pressure is around 56 - way above set values - unknown at this time what set values were at time of incident.